Manufacturer narrative:
Part numbers of the screws which loosened and broke were not informed and the extracted parts were not returned. Part numbers of the parts implanted during surgery on (B)(6)2014 were informed, but lot numbers of some parts were unknown. We have reviewed manufacturing & inspection records regarding optima poly screws that lot number was informed and it was confirmed that there was no quality problem.

Event description:
The patient underwent surgery on (B)(6) 2014. A screw loosened at l3 and another two screws broke at s1 post-operatively. Part numbers of the screws which loosened and broke were unknown. Revision surgery was performed on (B)(6)2016. The previously placed pedicle screw construct (zimmer (B)(4)) and fractured screws were removed and new pedicle screw/rod construct was placed. After revision surgery, the patient was taken to recovery room in good condition.